Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer documented components impacted by the water line break with photos. Drawers and power supply were unaffected. The touchscreen, comm sled, keyboard, hard drive, and built-in fujitsu printer were identified for minimum replacement. Peripherals including the scanner, biometric identification, and zebra 410 appear functional but should be independently tested at a working station. Efforts were made to gather part numbers for a full es 1.6.1 windows 10 replacement to support the water damage estimate. Final details were received after departure. Status: ¿prepared and sent.¿ no testing required. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicating. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicating. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.